Event description:
Information was received indicating that a smiths medical pump was under infusing. The pump stated that there was only 42mls left in the bag but the bag was nearly completely full as if nothing had infused all night. There was no patient harm. There were no reported adverse events.